Manufacturer narrative:
Device evaluated by MFR: the isleeve was received with the dilator. The sheath and tip were microscopically examined. The sheath material was split/torn on the seam a length of 21.5cm. The edges of the split/tear were slightly jagged. The reported seam tear was confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event.

Event description:
It was reported that a seam tear occurred. A 14 f isleeve introducer sheath was placed. Upon removal of the post dilation bav balloon, fluoroscopic images showed the isleeve sheath was split from the distal tip to the coil rings. The dilated was used to help carefully remove the sheath from the patient. The patient did not suffer any consequence. Outcomes were excellent for both procedure and sheath use. This product is only ous approved but it is similar to an approved us device.